Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that the customer had low blood glucose. Customer's blood glucose was 42 mg/dl. Customer's blood glucose at time of call was 52 mg/dl. During troubleshooting, found air bubbles in the reservoir. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the reservoir for analysis.